Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer had a seizure. The customer was treated with intravenous anti seizure medication and saline. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to several customer inputs. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer was released from the hospital 6 hours later with no permanent damage. The customer acknowledged and continued using the pump for insulin therapy.